Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated the ECG c and d cable being pulled from strain relief, causing broken lead 1- and lead 2- wires near the jst connector. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.